Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst noted that the device met the expected longevity. Concomitant: 419678 lead, implanted: 2011-(B)(6), 694765 lead, implanted: 2011-(B)(6).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. The left ventricular (lv) lead exhibited high thresholds and no intervention steps were taken. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.